Event description:
It was reported that the procedure was to treat a moderately calcified and 90% stenosed proximal right coronary artery (rca). A 3.0 x 12 mm nc traveler balloon catheter was being used for post-dilatation when the balloon ruptured at 8 atmospheres during the first inflation. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: heartrail 2 6fr jr3.5; stent: nobori, failure to follow steps/instructions. The device was received. Investigation is not yet completed. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. It should be noted that nc traveler instructions for use, preparation for use, states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.